Manufacturer narrative:
The lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital with bradycardia. Cardiac monitoring in the hospital showed the right ventricular (rv) lead exhibited loss of capture and high thresholds. The lead was reprogrammed to unipolar and the patient will continue to be monitored. No further patient complications have been reported as a result of this event.